Event description:
The pump was returned for investigation. Investigation revealed that there was a dim and discolored display screen as well as contamination on the keypad causing an unresponsive ok button. This report is made based on results of investigation completed on 11/19/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2014 with the following findings: the display screen was found to be dim and discolored. The keypad was cut and torn on the up button. The keypad wasn¿t peeling at all from the base. The ok key was intermittingly unresponsive. Contamination was found underneath the all of the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).